Manufacturer narrative:
Complaint was in additionally investigated by maquet cardiopulmonary (B)(4). The possible cause could be determined as a missing visual control before assembly and damaged parts during transportation. The design of the packaging has been reviewed by the construction team of maquet turkey. The investigation result of the packaging method of the set shows that the failure could not be caused during packing. Furthermore the DHR of the product does not have any abnormalities. As a corrective action, 100% control instruction has been implemented to visual control of the oxygenators before the assembly. Moreover, the visual control points of the oxygenator have been explained to the operators with the support document. Additionally the operators are informed about the complaint. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a vkmo and the included affected component has the contributing design function of the quadrox-I pediatric which is registered under 510(k): k101153.

Event description:
(B)(4). Description from the customer report: "the customer experienced a leak from the hmo while priming. Leaking from ll ports on arterial outlet side of hmo. Leakage occurred on upper luer lock on arterial side." Complaint is related to # (B)(4). Both malfunctions occurred on the same product. (B)(4).